Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an stago reagent laboratory method. On (B)(6) 2022 at 1:43 p.m. The patient had a meter result of 3.7 inr while at 2:30 p.m. The laboratory result was 2.6 inr. On (B)(6) 2022 at 12:42 p.m. The patient had a meter result of 3.8 inr while at 1:30 p.m. The laboratory result was 2.8 inr. On (B)(6) 2022 at 1:30 p.m. The patient had a laboratory result of 2.6 inr while at 2:59 p.m. The meter result was 3.6 inr. On (B)(6) 2022 at 2:18 p.m. The patient had a meter result of 2.6 inr while at 3:00 p.m. The laboratory result was 2.0 inr. The patient's therapeutic range was 1.8 - 2.2 inr. The patient's interval of testing is weekly.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation, however, there are no test strips remaining to return. No product is expected to be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. There was no information provided that would point to a cause for the result discrepancy. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.